Event description:
It was reported that a scheduled latitude remote monitoring transmission review showed variable/high pacing thresholds with reported loss of capture with probably fusion beats. No adverse patient effects were reported. The device remains implanted.